Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife called zoll customer support to report that the pt's monitor was unable to power on. The pt was provided with a replacement monitor.